Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the incident. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer service provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur.